Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician noted right ventricular (rv) lead impedance and threshold had increased about a year ago but had not since stabilized. The caller was advised to bring the patient in for thorough lead testing and evaluation. The lead remains in use. No patient complications have been reported as a result of this event.